Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported: "left hip exploratory irrigation and debridement. Head and liner exchange. Drainage from wound, post-op stitch abscess. Cutaneous abscess of left lower limb. No further information available per hospital." An mdm liner, mdm insert, and biolox ceramic head were revised to a new mdm liner, mdm insert, and biolox head with universal v40 adapter sleeve.